Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump alarmed and displayed error "114". Per reporter the patient was undergoing tracheal intubation surgery and that no further details were available at the time. No adverse effects were reported.